Manufacturer narrative:
1: patient identifier: not available due to hospital policy. A2: age or date of birth: not available due to hospital policy. A3a: sex: not available due to hospital policy. A3b: gender: n/a. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device was used to attempt hemostasis. However, when the angio-seal device was attempted to be inserted into the insertion sheath, there was resistance in the middle and the device could not be inserted. The entire device was withdrawn, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only, with no patient health damage. The patient was returned to the patient's room. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product. The physician had commented that although the physician had always used angio-seal devices, this was the first time the device could not be inserted into the insertion sheath in the middle.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. One (1) 8fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned partially mated with the color bands of the device sleeve partially visible but not in rear or forward lock position. The bypass tube was found inserted into the sheath cap and several kinks were found along the sheath. The complaint could be confirmed for a damaged hemostasis sheath. The exact root cause could not be determined. The likely cause was determined to have been a damaged hemostasis sheath, preventing proper insertion of the carrier tube. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).